Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing information. Episodes with apparent oversensing.

Event description:
It was reported that the right ventricular (rv) lead showed several episodes of oversensing which occurred at the same time as when the patient was experiencing a seizure. A data review showed double counting of t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) lead, implanted 2013 (B)(6). (B)(4).